Event description:
On (B)(6) 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultralink meter is giving inaccurate readings. This complaint is classified according to the documentation of the customer care advocate. On (B)(6) 2009 at 7:14 am, the pt allegedly developed "low symptom" described as nausea. At 7:20 am, the pt reported blood glucose results of "74, 81, 79, and 31 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl. The pt felt that the 31 mg/dl reading was not correct at the time of concern. The pt did not receive any medical treatment. During troubleshooting, the customer care advocate verified that the testing process was correct, the test strip vial is in good condition and within the discard date, the pt did not have any control solution, and the results are from the same approved sample site. This complaint is being reported due to the alleged inaccurate erratic issue. There is no evidence the pt suffered a serious injury due to the product issue. The pt's symptom preceded the product issue and does not meet the criteria of a serious injury. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.